Manufacturer narrative:
(B)(4). The device was manufactured january 15, 2015 ¿ january 16, 2015. The device was received for evaluation with approximately 219ml of fluid in its bladder. Microscopic inspection of the flow restrictor revealed the cause of the condition was due to micro air bubbles blocking the fluid path inside the lumen of the glass capillary. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. The device had been connected to the patient for 48 hours; however, the nurse indicated that the device was still full. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.